Manufacturer narrative:
There is no indication that the access® accutni+3¿ reagent device was returned for evaluation. In conclusion, a definitive cause of the incident could not be determined with the available information.

Event description:
The customer reported discrepant troponin I (access® accutni+3¿) result, for one patient, involving the access® accutni+3¿ reagent used in conjunction with the unicel® dxi 800 access® immunoassay system. The customer stated the preliminary result was released from the laboratory. Per laboratory procedure, a preliminary result was called to the floor, and the sample was retested prior to officially releasing the final result. The customer was unsure if patient treatment was impacted but did indicate there was no patient injury as a result of the discrepant result. No additional patient-specific information has been received from the customer. The patient's sample was aliquotted off and re-centrifuged in a stat2 centrifuge for three minutes, in ambient temperature. The sample was then retested on an alternate the access® 2 system, in triplicate, and produced lower results. The sample was also retested on the original instrument, in duplicate, and produced lower results. The result of 0.05 ng/ml was released from the laboratory. The customer indicated the rapid clot serum sample was a full collection centrifuged in a statspin4 centrifuge for five minutes, in ambient temperature. Quality control (qc) is performed once daily and was within specifications the day prior to the event. Qc was not performed following the discrepant result. System check passed within specifications. No instrument issues were reported. The instrument was in operation.